Event description:
Surgeon put has hand through the ethicon hal-disc for the first time & when he brought it back out, the hal-disc tore in half. At that time a second disc was opened and it functioned properly to complete the case. There was no apparent harm to patient.